Event description:
It was reported that shaft break occurred. The 98% stenosed, 4.5x12mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.5x12mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the shaft was fractured near the hub. The device was not intact during removal but simply removed as a whole all together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 98% stenosed, 4.5x12mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.5x12mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the shaft was fractured near the hub. The device was not intact during removal but simply removed as a whole all together.the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed that the tip is damaged. There is contrast present in the inflation lumen and the balloon is partially loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.